Event description:
It was reported that during a stenting treatment procedure, foreshortening occurred. The lesion was located in a left main artery. An unknown promus element stent was deployed in the lesion. The physician noted that the device 'shortened more than it should have.' The stent covered the lesion and no additional intervention was required. The procedure was completed with this device. No patient complications occurred. Additional information was requested, but is not available. This product is only ous approved, but it is similar to an approved us device.

Event description:
A customer received questionable digoxin results for one patient. The customer provided 25 digoxin results for this patient. The following 4 digoxin samples were discrepant when repeated: sample 1, initial result, tested on this analytical e module, was 1.5 nmol/l. The same sample repeated on a siemens advia 1800 analyzer gave 0.0 nmol/l. Sample 2, initial result, tested (B)(6) 2010 on this analytical e module, was 1.5 nmol/l. The same sample repeated on a siemens advia 1800 analyzer gave 0.0 nmol/l. Sample 3, initial result, tested (B)(6) 2010 on this analytical e module, was 1.5 nmol/l. The same sample repeated on a siemens advia 1800 analyzer gave 0.0 nmol/l. Sample 4, initial result, tested (B)(6) 2010 on this analytical e module, was 1.4 nmol/l. The same sample repeated on a siemens advia 1800 analyzer gave 0.0 nmol/l. The patient had stopped taking digoxin on (B)(6) 2010. The initial digoxin results were reported. The patient was not affected. The digoxin reagent lot number was not provided.

Manufacturer narrative:
Patient samples were returned for investigation. It was determined the sample contain an interfering factor to the idiotype of one of the antibodies used in the assay. Most likely this interfering factor caused the erroneous digoxin results. No adverse events in relation to the event were reported. The confirmed interference is covered by a disclaimer in the package insert.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The digoxin reagent lot number was 156250.